Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient was catheterized on february 6, and during maintenance on april 16, it was found that the tube had four hourglass holes, and the most serious one showed a state of imminent rupture; for this batch of catheters, there were 3 hourglasses, and because it was not as serious as the 17th, the customer was able to comfort after being informed, but after the continuous occurrence, the customer's emotions were very resistant, and the adverse events in the hospital were also reported. Patients who did not complete the course of treatment required by the chemotherapy regimen could only be extubated and reinserted into the arm. No other information was provided. Additional information provided 16 april 2024: the patient went to facility for maintenance and found that normal saline was seeping out from the puncture point when the tube was flushed. When the patient found that the tube had an hourglass hole, no liquid was infused before, and it was during the interval between chemotherapy; the maintenance teacher slowly pulls it out at once. The pulled out catheter is intact and there are no broken tube fragments in the patient's body. The patient does not feel any discomfort after extraction. Additional information provided 27 may 2024: a total of 3 hourglass cases occurred, the first two cases had only one hourglass hole in the catheter, and the third case had four hourglass holes. It was stated there was no exposure to harmful substances, blood, or bodily fluids. It was reported this occurred with three devices. Two devices had one hole and a third device has four holes. This report addresses the second device with one hole.